Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received on 11nov2014: there was no patient impact. This happened at the time we were indeed draining the pleurex (pleural drain) but we were able to recover the broken end with no damage to the patient connection. Occured during and education of the procedure. The female patient has expired since this incident. Additional information received on 30nov2014: no information known about the patient's death. The female patient had cancer and that was part of the reason for using the pleurex drain. No knowledge the event was connected to her death in anyway.

Manufacturer narrative:
(B)(4): failure mode could not be confirmed since sample was not received for evaluation. A review of the internal manufacturing device records for the reported lot number was performed and it was confirmed that procedural and functional requirements needed for its release were met. It is considered material could be related to failure mode reported. However, sample was not received for its applicable actual material condition evaluation. Most probable cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging procedures that can relate personnel or method with the reported failure, and since sample was not received for evaluation. Corrective action has been taken.

Event description:
The rn was using the draining pleurex drain when the rn attempted to push bulb drain into the catheter connection, then end broke of in the catheter connection pulled broken tip out of the catheter with hemostats and was then able to obtain another bulb and drain catheter without incident.

Manufacturer narrative:
(B)(4): if further information becomes available a follow MDR will be sent.

Manufacturer narrative:
(B)(4): failure mode could not be confirmed since sample was not received for evaluation. A review of the internal manufacturing device records for the reported lot number was performed and it was confirmed that procedural and functional requirements needed for its release were met. Most probable cause could not be determined since no issues were found during the applicable manufacturing, inspection and packaging procedures that can relate personnel or method with the reported failure, and since sample was not received for evaluation.